Event description:
Reporter noted phaco tip wouldn't work (no "u/s" power). Removed handpiece from eye to tighten tip. Reinserted and created corneal burn. Sutured wound to close. Continued to use system in following cases without incident. Wanted handpiece related.